Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device code: (B)(4) this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.00/+2.5/091 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The lens was reported as low vaulting and remains implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional data: b5: the lens was explanted and replaced for a longer lens on (B)(6) 2021. The problem was resolved. Claim # (B)(4).